Event description:
The complainant reported that during the therapeutic performance of replacing the enteral feeding device balloon with a button, the dome detached from the device into the pt's stomach. The physician then successfully removed the button dome from the pt's stomach via the aid of forceps. A replacement device was successfully placed in the pt. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.